Event description:
*Note: this manufacturer report pertains to the first of two devices used during different procedures. It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a tvt procedure performed on (B)(6), 2010 due to predominant stress incontinence with a minor component of urgency and urge incontinence. On (B)(6), 2017, the patient was diagnosed with stress incontinence and was then implanted with a lynx system device.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6), 2010, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Hospital, (B)(6). Imdrf patient code: e232402 captures the reportable event of recurrent urinary incontinence which required new device implant. Imdrf impact code f2301 captures the reportable event of additional device implanted.